Event description:
Rptr noted that when trying to switch from memory one to memory two from the remote, the (new) nurse pressed the test button three times and handpiece tuned in eye during phaco. Chamber collapsed and an anterior capsule tear occurred. Case completed and intraocular lens implanted. Pt reportedly recovering well.